Event description:
Home pt (hp) reports abdominal pain during dwell 1/4 of automated peritoneal dialysis therapy. Hp reports calling dr and was instructed to go to hosp. Rn reports hp was admitted into hosp on 4/14/2000, was diagnosed with peritonitis and was treated with antibiotics. Rn reports hp was released that day on 4/14/2000, and was placed on a therapy of ancef 1 gm and gentamicin 80 mg, both i.p. For 10 days. Rn reports no culture was drawn and the root cause of the peritonitis cannot be determined. Rn noted that hp may not have used proper aseptic technique while connecting to and from the homechoice set during treatment on 4/13/2000. Rn reports hp has responded to treatment. No product failure reported by rn.